Event description:
The patient had a 15% tpn infusing by baxter pump @ 7cc/h all shift. No new IV fluids had been introduced all shift. Baxter pump was switched with a different baxter pump and a technician was called to evaluate original pump and pharmacy to evaluate IV bag. No patient injury occurred.